Event description:
Additional information was received for this case. Review of cta images seven years post-implant show that the bifurcate is positioned just below the renal arteries. The ipsilateral limb is placed into the left iliac; crossing over the contra limb in the distal aorta. The max aaa is 8cm; no endoleak is seen. Coiling in the posterior sac is seen, along with calcification. Angiogram images from seven months ago show a possible proximal type I; a palmaz stent was placed. Cta's from four months ago show that the aneurx is in the approximate same position as previous study; just below the renal arteries. The max aaa size is 8cm, and no obvious endoleak is seen. The reported unknown endoleak could not be confirmed or ruled out; it is possible that any small endoleak may have been obscured by artifacts from the coiling/calcification seen within the aneurysm sac.

Event description:
Additional information was received for this case. The patient has a persistent endoleak. There is wall apposition issue and a short aortic neck. Currently there is no intervention. The patient will continue to be monitored.

Event description:
Additional information was received as follows: it was reported that the physician is going to perform open repair on an unknown date. The patient will be monitored. Currently the aneurysm is 10.7 cm in diameter, the aortic neck above the renals is 24.25 mm in diameter and there is a proximal type 1 endoleak. The stent is close to the renal but posteriorly there was no apposition to the aortic wall.

Event description:
Additional information was received as follows: it was reported that the physician explanted all the stent grafts. The stent grafts were well incorporated and difficult to remove. The physician stated that there is a hole in the left limb. The bifurcated stent graft did not migrate, but the aneurysm encroached on the neck proximally. The patient tolerated the procedure.

Event description:
Additional information was received as follows: the patient was treated with a palmaz stent on approximately three weeks ago.

Manufacturer narrative:
Method: films.

Manufacturer narrative:
(B)(4). Evaluation codes, results: inherent risk of procedure (endoleak); patient's condition affected effectiveness of device (anatomy related; type ii endoleak), evaluation codes, conclusion: device failure/lack of effectiveness related to patient condition (anatomy related; type ii endoleak).

Event description:
An aneurx stent graft systems was implanted in a patient for endovascular treatment of an abdominal aortic aneurysm approximately 7 years ago. The aneurysm and vessel morphology at the time of implant were not reported. Currently the aneurysm is 8 cm in diameter. The patient was referred to another physician for the implantation of coils to the lumbar arteries for treatment of type ii endoleaks. The physician believes there is a small proximal type I endoleak present. The bifurcated stent graft is very close to the renal arteries, so there does not appear to be room to place a cuff. The physician will monitor the patient. No clinical sequelae were reported and the patient is fine.